Manufacturer narrative:
The customer¿s experience with an infusion that completing sooner than expected and an error code 240.4150 was confirmed. The pump module was received with a damaged platen assembly and a malfunctioning bottle side pressure sensor. The pump module error log recorded two (2) error code 240.4150.0 (sensor broken high) on 24feb2019 at 8:43 am and on 11mar2019 at 8:51 am the pump module event log identified an infusion programmed on 11mar2019 at 8:30 am. The pump was programmed to infuse at a rate of 50ml/hr with a vtbi 50ml. The pump module infused for approximately 13 minutes, then alarmed for air in line. The pump module was then channeled off. The pump module event log identified a second infusion programmed on 11mar2019 at 8:51 am. The pump module was programmed to infuse at a rate of 100ml/hr with a vtbi of 400ml. The log recorded a channel malfunction approximately 7 seconds after the start of the infusion. Functional testing performed on the returned pump module, confirmed a 240.4150.0 channel malfunction. Testing performed on the returned pump module¿s bottle side pressure found the pressure sensor failed with a voltage exceeding specification. The inspection identified a broken platen at the upper hinge post. Infusion testing in the ¿as received¿ condition, observed unregulated flow. A timed rate accuracy test performed on the pump module found the device infusing out of specification. The root cause of the customer¿s complaint that infusion completed sooner than expected is the result of a broken platen at the upper hinge post. The customer also reported a channel malfunction error code 240.4150 which is the result of a faulty upper pressure sensor. The exact root cause of the damaged components was not identified

Event description:
The customer reported at 730/8am a primary infusion of calcium gluconate (2gm/100ml) was programmed to infuse over 1 hr. After 13 minutes the device alarmed for ail, the nurse noticed that the entire bag was emptied. The rn checked the device and noted that there was 47min left until the infusion was complete and unspecified ml left to infuse. The customer stated: pharmacy was called immediately to ensure patient safety however there was no patient harm or additional medical interventions required. It was later reported that the device displayed a red error code 240.4150, however there was no code prior to the infusion..

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Requested patient demographics however not provided by customer

Event description:
It was reported that an unspecified medication was programmed for 1hr. However infused within 10 mins. The user noted an error code 240.4150 during the infusion. Although requested, no additional information about the patient, medication, or event provided.